Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site the clinical application specialist investigated the surgeons procedure. The investigation revealed that the reported dlk cases are related to a syringe (single use). The customer did first change the sterilization process and later the single use tools. After the change of the syringe dlk disappeared. The system can be excluded as a contributing factor. There is no indication a device malfunction caused or contributed to the reported event. The root cause can be determined as the use of a particular syringe which is not related to a company product. Based on investigation findings, the reported event no longer meets reporting criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with mild peripheral diffuse lamellar keratitis of the right eye one day following lasik treatment. The topical steroids were increased and the symptoms resolved nine days following onset. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.